Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope presented a scope communication error b30. The location of the event was unknown. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipping of the adhesive around the distal end cover was noted. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the component failure was linked to an electrical component issue. Olympus will continue to monitor field performance for this device.